Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had insulin pump error alarm. Customer reported that they were unable to rewound the insulin pump. When they received insulin pump alarm, immediately she got alert that rewound was completed, but reservoir pin was still at the top. Customer was not able to place reservoir, reservoir was completely sticking out of reservoir compartment. Customer did self test and it was ok. Customer was unable to do displacement test. Insulin pump was restarted, after restart insulin pump error came up. Customer was able to clear the alarm and again restarted the insulin pump but insulin pump's problem still persisted. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with a constant pump error 38 alarm during the rewind, problem isolated to the motor assembly. The motor was tested outside of the device and passed. Unable to perform rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump error 38 alarm during the rewind test. Device passed the self test. Device was monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted.